Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator, battery tube, keypad assembly and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack at the back at the battery compartment side. Customer went swimming water went inside the pump due to the crack. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will be returned for analysis.